Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
The customer reported that the tubing leaked during patient use. There was no report of patient harm.

Manufacturer narrative:
The customer¿s complaint of tubing leaking was confirmed. During visual inspection, it was noted immediately that vinyl tubing was completely separated from the drip chamber. The root cause of the customer¿s report was identified as a manufacturing issue due to insufficient solvent being applied at the junction of the vinyl tubing.

Event description:
The customer reported that the tubing leaked during patient use. There was no report of patient harm.